Manufacturer narrative:
The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 24th october 2023, getinge became aware of an issue with one of surgical lights - xten. It was stated the plastic clips that holding the spring arm covers have broken off. Then, the covers were taped as the plastic clips holding the covers were missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 24th october 2023, getinge became aware of an issue with one of surgical lights - xten. It was stated the plastic clips holding the spring arm covers have broken off. Then, the covers were taped as the plastic clips holding the covers were missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of d4 catalog#, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous d4 catalog#: ard568211210c. Corrected d4 catalog#: ard567827999. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - xten. It was stated the plastic clips holding the spring arm covers have broken off. Then, the covers were taped as the plastic clips holding the covers were missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that the fall of plastic cover is due to an incorrect attachment of the dust cover or a detachment due to repeated collisions. The collision of the spring arms occurred during the handling of the device. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 24th october 2023, getinge became aware of an issue with one of surgical lights - xten. It was stated the plastic clips holding the spring arm covers have broken off. Then, the covers were taped as the plastic clips holding the covers were missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 24th october, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the plastic clips that holding the spring arm covers have broken off. Then, the covers were taped as the plastic clips holding the covers were missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.